Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), the operator could not insert the lead to the end and the patient experienced asystole. The ipg was never used and was replaced. No further patient complications have been reported as a result of this event.